Event description:
Customer reported the alarm has power yet does not sound when weight is removed from the sensor. The batteries have been replaced with a new supply. The alarm was tested with a new sensor and the results remain the same. The sensor outlets securely connect the sensor pad. There was no patient contact.

Manufacturer narrative:
(B)(4). Eval: results: evaluation of the returned product found that the alarm unit is missing the battery door. The unit powers up but does not sound and the low battery indicator does not sound. Note: posey instructions for use statement: proper handling and use: if the posey keepsafe is subjected to severe mechanical shock, such as dropping, or is submerged in liquid, it may stop functioning as designed. Visually inspect the unit for cracks in the case, missing screws, missing battery door, broken wires or signs of exposure to liquid. After each incident, you must verify that the unit is working properly. Check to make sure that the audible alarm is functioning properly by applying and lifting weight off sensor in several spots to activate the alarm. Do not use the posey keepsafe if the audible alarm does not sound. (B)(4).